Manufacturer narrative:
Pt information not available at time of this report. No allegations were made of medtronic navigation's device to have caused or contributed to pt event. As per the event description, it was reported that the pt died from circumstances of the pt's pathology. The investigation of the device has not been completed at the time of this report.

Event description:
A medtronic rep reported that they were told of an event involving the death of a pt that was unrelated to the use of a medtronic product. During a craniotomy for tumor resection, it was reported the tumor was superficial and attached to the dura. The bone flap did not properly separate from the dura and disrupted a sinus. At that point, the surgeon could not control the bleeding and the pt bled out. Medtronic navigation is filing this MDR to ensure visibility to pt event as a result of a procedure that utilized medtronic navigation's treon system there is no allegation to suggest that medtronic's system caused or contributed to the reported event.